Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the long bipolar grasper instrument had a broken cable. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity the conductor wire-yaw pulley entry. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. Thermal damage was not observed near the conductor wire-yaw pulley entry. The instrument was also found to have a broken bipolar yaw pulley. A broken piece was missing as a result of breakage. The size of the missing piece is approximately 0.088 x 0.289. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.